Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, lead, (B)(6) 2009; 5076-52, lead, (B)(6) 2009. (B)(4).